Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the insturment and found the tip clamp in the problem area stuck in the up position due to debris on the clamp. The tip clamp was replaced. All tip clamps and sleeves were cleaned. The instrument was inpsected, tested without further problem, and returned to service. Customer noted to field service engineer that the plate run was manually aborted upon the observation that no sample was pipetted. The instrument did not cycle through instrument check for no sample.